Manufacturer narrative:
Method: the device will not be returned to I-flow, the complainant was unable to provide device specific info. Results: as no device was available for an eval, no methods were performed; therefore, results cannot be obtained. Conclusions: the physician was unable to provide device specific info, therefore unsure if the device was an I-flow product. Per the medical review and the info provided by the complainant the nurse inadvertently attached the pump to the pt's IV line. There was no reported pt injury; however, this misuse could potentially lead to an overdose of intended pain medication or drug reaction due to inappropriate medication administration route. Per the direction for use for the on-q pump, the following contraindication is provided: on-q is not intended for intravascular delivery. The device's problem was related to the user not following the manufactures instructions for use. The sales rep reported this account has been using on-q products for over 2 years and in-service visits were provided periodically over this time frame. Info from this incident will be included in our product complaint and MDR trend reporting system. Ongoing analysis of trend info is used to identify the need for add'l investigations or other analysis as appropriate. Should add'l info pertinent to this event become available, I-flow will submit a f/u report, I-flow will provide the customer with a copy of the instructions for use along with the closure letter for the incident reported.

Event description:
Drug/diluent: 0.2% of ropivacaine. Fill volume: 750 ml. Flow rate: 12 - 14 ml/hr. Procedure: liver resection. Cathplace: paravertebral catheter. Date of surgery: (B)(6) 2014. The anesthesiologist reported an on-q pump was administered to pt intravenously via an IV post, inadvertently by a night several weeks ago in february. There was no report of injury to this pt. Further info will be available from the anesthesiologist reported this incident. Exact date of event was unavailable. Add'l info provided by the physician on (B)(6) 2014: the pt had a liver resection on (B)(6) 2014. On post op day 3, the pt's on-q pump was self disconnected from his paravertebral catheter. The night nurse reconnected the pump, but it was reconnected to the IV line instead around 02:00 - 03:00 in the morning of (B)(6) 2014. This incident was noticed around 0700 - 0800 in the morning. The pt received the IV infusion 0.2% of ropivacaine ran at 12-14ml/hr for about 5 hours. The pt did not exhibit any adverse reaction. No blood work was done due to this incident. No other intervention was required. There was no knowledge that this incident was reported to any regulatory agency. The sample, the lot number, and the model info were not available.